Event description:
It was reported that pump displayed minimum fill notification and customer experienced very high blood glucose, with meter reading only showing high and exact value unknown. No additional information was received regarding further impact to the customer¿s blood glucose level. Customer delivered correction dose using pump, did not seek help from others, and worked with support to remove pump case, clean pump connection area, and attempt to reload same cartridge, which did not resolve issue; support then guided customer to properly fill and load new cartridge, after which cartridge loaded successfully and insulin delivery resumed.